Event description:
This case was reported as failure to calibrate. On further investigation, the delivery system was found without the capsule but with blood on the foam gasket. Therefore, the case seems to be a failure to attach.